Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The returned full lead in segments was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the oversensing/fracture described in the event. There were no anomalies observed on the returned full lead in segments. An in-vivo insulation breach or conductor fracture was not observed during analysis. All electrical and visual analysis was within specified parameters. The lead was returned with severe explant damage. (B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk ICD, (B)(6) 2009; 507652 lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due oversensing and noise from the fractured right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
The lead trend also shows intermittent high impedances.